Manufacturer narrative:
No device history record investigation can be done at this time due to lack of manufacturer's lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6)-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as having been using the product for "years"), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after having the tampon in for 4 hours, the consumer tried to take the tampon out and when she pulled the string, only the string came out. The rest of the tampon was still inside and she was unable to get it out. As a result, the consumer had to leave the tampon in overnight and called her doctor to schedule an emergency appointment to have it removed. On the morning of (B)(6) 2021, the consumer saw her doctor and the tampon was removed. There was no infection and no medication was prescribed but the consumer was instructed to monitor for any symptoms like odor or discharge. No additional information was provided.